Manufacturer narrative:
A ge service representative performed an on site investigation. The surge suppressor board and the power control board were replaced during the service call. The system was found to be working and put back into service.

Event description:
It was reported that the 8800 system would not boot up. No patient injury was reported.